Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient started to have a fungal infection a week after having the device implanted in (B)(6) 2016 and was admitted to the hospital on (B)(6) 2016 for the infection. The therapy was helping and suddenly on about (B)(6) 2016, the patient¿s symptoms went back to how they used to be. The patient didn¿t have any falls or trauma. The health care provider (hcp) wanted the patient to use a catheter for 30 days and the patient¿s friend or family member wanted to know if the device should be turned off while the patient was using a catheter. It was noted that the patient had high blood sugar and was borderline diabetic prior to implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.